Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that intermittent occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. Customer loaded a new cartridge and resumed insulin delivery. Customer¿s blood glucose level was in 300 mg/dl range.